Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia on several occasions. Customer's blood glucose level was 52 mg/dl. Customer was assisted with troubleshooting for low blood glucose. Customer wanted to adjust the basal rates, but could not as they use the auto mode feature. Customer stated that there was a blue line on the screen of the insulin pump. The insulin pump will not be returned for analysis.